Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted into the patient and then migrated either proximally or distally. This was a general complaint and the physician did not provide any specific information regarding the patient or event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) relates to (B)(4) for stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.